Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 147 mg/dl. The customer stated that the insulin pump had also alarmed no delivery previously as well. No significant events leading to the motor error alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion test and prime test. The unit was received stuck in the motor error loop during a bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was unable to perform the excessive no delivery test and occlusion test due to the motor error alarm. The unit had a minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.